Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a left total attune knee. During reassembly of the instruments, it was discovered a retaining spring was missing from an insert trial. The spring was not found, and it is unknown if the piece was lost during the surgery, left in the patient, or lost during cleaning of the instruments.

Manufacturer narrative:
The device associated with this report was not returned for evaluation. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.